Manufacturer narrative:
The reported issue was confirmed during the visual evaluation. The right thigh pad that was inspected was noted to have the trim pattern incorrectly performed. Per the functional evaluation, there was no flow rate due to the trim pattern that was incorrectly performed. According to the test method, the flow rate was found to be unacceptable on the returned pad. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that there was water leakage from the pads on the floor and in the bed. The user alleged that the water loss came from the thigh pad. Per additional information, the complainant used another set of pads. The patient was not authorized for mobilization and the manipulation to the patient required the administration of numerous doses of sedation and curare.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was water leakage from the pads on the floor and in the bed. The user alleged that the water loss came from the thigh pad. Per additional information, the complainant used another set of pads. The patient was not authorized for mobilization and the manipulation to the patient required the administration of numerous doses of sedation and curare.